Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-sep-2018 with the following findings: during investigation, the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test, leak test, and force test were performed with no failures observed. The cartridge force readings were confirmed to be within specifications; no failures were noted relating to the loss of prime complaint. The last basal delivery was on (B)(6) 2018. The black box showed multiple unexplained loss of prime with a low non-zero force on (B)(6) 2018 with deliveries being resumed. An ezprime and a 12hr duration test were successfully completed with no loss of prime warnings being duplicated. The pump was detecting the correct force. The total daily dose added up correctly and reflected the users programmed basal rates. No delivery defects found during delivery accuracy testing. Pump was found to be delivering within required range and delivering accurately. The pump cover was removed and the force sensor pins were seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 600 mg/dl with moderate ketones, hunger, thirst and excessive urination and irritability associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was noted that the patient switched to insulin injections to help lower the blood glucose. During troubleshooting with customer technical support, it was noted that the reporter stated that there was multiple loss of primes with the patient¿s pump since (B)(6) 2018 with several different cartridges from different boxes. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged loss of prime issue.